Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that doctor (B)(6) revised the pts right hip due to adverse local tissue reaction altr.